Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker released from the heart's tissue after fixation while activating tether mode. The device was retrieved, and a new device implant was attempted. The new device then presented with a similar issue, the device released from the patient's heart tissue after fixating while performing deflection testing. The device was retrieved, and a transvenous pacemaker system was successfully implanted. The patient condition was stable.